Manufacturer narrative:
Eval: the iab was returned for eval with the membrane completely folded. Both membrane retainers were noted to be in place over the folded membrane. Blood was noted on the exterior of the device. After the retainers were removed from the folded membrane, it was possible to pass the folded membrane through a lab 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: other than the retainers still in place over the folded membrane, lab examination found no defect in the returned iab. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have not drawn and maintained a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may not have been held by the y-fitting and withdrawn from the tray as depicted in datascope's instructions for use. 3. After a vacuum was drawn on the folder membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "straight out", causing the difficulty (this would leave the retainers over the folded membrane, as in this case).

Event description:
The iab did not prep properly. [Event complications]: unk-reported 10/10/97; none-reported 11/19/97. [Pt's current status]: unk-rpt'd 10/10/97.